Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was implanted with appropriate measurements. When the final measurements were being obtained, high threshold measurements and loss of capture were noted on the rv lead. The suture sleeve was cut to reposition the rv lead. When the stylet was inserted, capture was confirmed. When the stylet was removed, loss of capture occurred. The physician suspected insulation damage, but could not visually confirm. As the measurements did not stabilize, the rv lead was removed and replaced successfully. No adverse patient effects were reported.